Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(Reference regulatory number: 1627487-2019-10229) ) (reference regulatory number: 3006705815-2019-03478). Additional information received that the patient lost effective therapy. In turn, surgical intervention was undertaken on (B)(6) 2019, wherein the scs system was explanted. Reportedly, there was no complications during procedure and the patient still has a normal pain pattern as prior to the implant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient will be having their scs system explanted, wherein no date of surgery or reason has been provided. No additional information at this time.